Manufacturer narrative:
H3: product analysis # (B)(4), part # 641003035, lot # 0078571c visual inspection confirmed the rod is broken. Optical inspection of the fracture surface did not reveal any damage that would contribute to the rod breaking. Optical inspection also revealed wear and indentions on it from the seating and tightening of the set screw. The rod appears to have broken due to overload. Gch item #20 feature or dimension hardness specification location 641003030 measurement method rockwell hardness tester inspector date sa (B)(6) 2025 measurement results 32.40 hrc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having prone lateral interbody fusion with optimesh spacer and posterior stabilization with voyager pedicle screws spinal therapy for stenosis/spondyl with radiculopathy to l4-l5 levels. It was reported that during a three-month follow-up patient presented stating they were doing well but recalled bending over and feeling something "pop," followed by pain for a few days that subsequently resolved. A follow-up x-ray revealed broken rods bilaterally. Patient underwent hardware removal and replacement as treatment. There were no patient symptoms or complications have been reported as a result of this event. Additional information received from manufacturer representative that the removal surgery happened on (B)(6) 2025. Additional information received from the manufacturer representative that there was no patient symptoms reported post surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Radiographic image review performed by dr (B)(6) and the review comments are as per below lateral xray l4-l5 posterior fusion both cap rods are fractured above the l5 screw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.